Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis testing. Failure analysis found the maryland bipolar forceps instrument to have a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire did not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Site provided an image of the instrument. The photo is a bit blurry but it looks like the insulation of the conductor wire is damaged and the internal wire is exposed as a result.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) conductor wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after reprocessing. When the instrument was used during the last procedure, there was no patient injury.